Event description:
Impedances greater than 4000 ohms were reported on all unipolar pains. The pt was receiving good stimulation using case+ programming. The field representative was told to re-run the impedance test with increased amplitude to determine if there was a system problem. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)